Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency room (ER) with swollen left arm, phlebitis and positive blood cultures. Patient's implantable pulse generator (ipg) device system was found to be infected. The device system was explanted and a new ipg system was implanted on their right side. No further patient complications have been reported as a result of this event.